Manufacturer narrative:
The device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the plastic head adapter tip of the adapter device broke in two pieces. It was reported that the device broke on top where the handle screws in. According to the reporter, all pieces were successfully removed from the patient. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: the date of manufacture (dom) was documented as unknown in the initial medwatch report. The dom has been updated to march 21, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The adapter device was evaluated and the reported condition that the device broke into two pieces was confirmed. An assessment was performed and it was determined that the polymeric end cap was broke into two pieces. It appears that the adapter was either dropped or off settled (improperly aligned) during impacting, the cap was broken and non-functional. The assignable root cause of this condition was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.